Manufacturer narrative:
Lot number - 18m042 and an unspecified lot number. One single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A photograph of one sample was provided for evaluation. Visual inspection revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for 18m042 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two (2) large volume infusors ruptured. One event occurred during infusion, and one event occurred during filling. One event involved a patient with no patient consequences, and there was no patient involvement for one event. No additional information is available.